Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm reported. As no device logs were downloaded, the reported failure could not be confirmed from the logs. An inspection of the returned control pcb showed no anomalies. The returned control pcb was installed in the reference ventilator. Several (4) pre-use checks passed and simulated use test ventilation ran for almost 5 days without any deficiency noted. The control pcb was briefly stress tested. It was provoked by exerting selected components for mechanical tapping/pressure and moderate cooling /warming. No deficiency was noted. If the reported failure appears during startup, the reported technical error code will be generated and ventilation cannot be started. If a defect related to this error code appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. The conclusion in this matter is that the reported startup error was not reproduced during the investigation.

Event description:
Manufacturer's ref #: 292874.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).